Manufacturer narrative:
The lot was manufactured from march 28, 2019 - march 30, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The reporter stated that after the expected therapy time of 24 hours, 75% of the solution had not infused. The device had been filled with 13500mg piperacillin / tazobactam in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.